Event description:
The following has been reported: biomed reported: an lvp pump that was reported, that during an active infusion tubing set problem. The same tubing worked in another pump. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture are available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. A tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. The potential root cause could be related to a leak located near the cassette diaphragm due to a possible diaphragm misplacement or improper welding at the manufacturing process. Current process controls detection include 100% leak and occlusion test performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.